Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the returned unit did not meet all specific functional test. DHR review: lot number 099; product was produced in (B)(6) 2009. Complaint confirmed via inspection of item. Root cause determined lock mechanism was loose and unit was out of adjustment.

Event description:
A procurement analyst reported that after receiving the repaired a1059 mayfield modified skull clamp, the surgeon noted that the retention on the clamp did not feel secured. Upon turning the knob to lock it, there was no click sound and does not appear as if it will stay locked. The surgeon was concerned that it would loosen. Additional information was received on 04may2018 and 07may2018 indicating that the clamp was shown to the surgeon prior to the case. The locking mechanism easily moved from locked to unlocked position. The concern was that if it were unintentionally bumped during the procedure, the clamp could slip. The skull clamp was not used for the procedure on (B)(6) 2018. The surgeon did not feel comfortable using it. Another device was used instead.